Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The surgeon reported that gamma nail fixation performed for femoral fracture (B)(6) 2019. Patient represented on (B)(6) 2019 with a broken nail - fracture through the lag screw insertion site of the gamma nail (one locking bolt also broke). Although the fracture reduction hadn't been great, leading no doubt to increased load going through the device, customer mentioned that they would not expect the nail to break in only three months (although they wouldn't have been surprised if it had cut out of the bone), hence raising the report for consideration in case there was a device problem.

Event description:
The surgeon reported that gamma nail fixation performed for femoral fracture (B)(6) 2019. Patient represented on (B)(6) 2019 with a broken nail - fracture through the lag screw insertion site of the gamma nail (one locking bolt also broke). Although the fracture reduction hadn't been great, leading no doubt to increased load going through the device, customer mentioned that they would not expect the nail to break in only three months (although they wouldn't have been surprised if it had cut out of the bone), hence raising the report for consideration in case there was a device problem.

Manufacturer narrative:
Corrected: device not returned. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidences were provided for investigation. The device history could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event such as the patient's details, his activity level post op, x-rays, as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device disposition is unknown.